Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio downloaded the device's electronic records and observed multiple occasions of the device powering itself off. Physio replaced the power pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered itself off during patient use while taking the patients vitals. There was no adverse effects to the patient due to the reported issue.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device powered itself off during patient use while taking the patients vitals. There was no adverse effects to the patient due to the reported issue.

Event description:
The customer contacted physio-control to report that their device powered itself off during patient use while taking the patients vitals. There was no adverse effects to the patient due to the reported issue.

Manufacturer narrative:
Results code, of the initial medwatch report indicated: electrical problem (120) results code, of the initial medwatch report should have indicated: operational problem identified (114) conclusion code, of the initial medwatch report indicated: device repaired and returned (63) conclusion code, of the initial medwatch report should have indicated: cause not established (4315) section of the initial medwatch report indicated: : code # 2692 - na code # 1001 - unlabeled physio-control evaluated the customer's device and verified the reported issue. Physio downloaded the device's electronic records and observed multiple occassions of the device powering itself off. Physio replaced the power pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Of the initial medwatch report should have indicated: code # 2692 - na code # 1001 - unlabeled physio-control performed an evaluation of the customer¿s device and downloaded the electronic records from the device for review. Upon review of the electronic records, physio-control verified that the device powered off multiple times during the event. It was also noted that the battery that was installed in battery well #2 during the event had a lot code of 09/13/2012, making the battery approximately 5 years old. Physio-control recommends that batteries be replaced approximately every two years. Properly maintained batteries may last longer but may have shorter use time due to loss of storage capacity over time. As a precaution, physio-control replaced the power pcb assembly and then completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined.